Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2023. During the procedure, the physician used the torque wrench to turn the set screw for the right ventricular (rv) lead after he implanted the rv and right atrial (ra) lead. The physician attempted to remove the torque wrench after tightening the set screw, but the set screw and torque wrench were pulled out together after applying force. The pacemaker was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the rv-setscrew was stuck to the wrench tip and pulled out of the device was not confirmed. Analysis could not be performed on the problem since the setscrew stuck to the torque wrench was not returned. The cause of the problem could not be determined without the unreturned part. Without them the cause of the problem cannot be determined.